Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found to be good condition. Investigator filled reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety/electrical testing. The customer reported problem was confirmed. According to the investigation, the device microswitch won't alarm properly and stop water leaks from block when testing which caused the reported issue. Investigator replaced the pump microswitch to correct the reported issue. The problem source of the reported problem is user interface.

Event description:
Information was received that during bench testing of this smiths medical level 1 hotline low flow system, the device exhibited ?no audio alarm" no patient involvement reported.

Manufacturer narrative:
Updated sections on follow up report: - section b5: event description. - section d: suspect medical device. - section h4: device manufacture date, evaluation codes result, and evaluation codes conclusion. - section h10: device evaluation results one level 1 trauma fast flow system was returned for investigation in used condition. During calibration all the alarms were trigged (the audible alarm was heard). The customer reported product problem was not confirmed. No fault was found with the device. The pcb board and control board were replaced as a preventative measure. Correction - the affected/malfunctioning product was a level 1 trauma fast flow system (model#/catalog# - h-1200/8002950) and not the previously reported level 1 hotline low flow system (model#/catalog# - hl-390/con-hl-390). The level 1 trauma fast flow system failed to produce an audio alarm during preventative maintenance. There was no patient involvement regarding the incident.

Event description:
It was reported that the level 1 trauma fast flow system failed to produce an audio alarm during preventative maintenance. There was no patient involvement regarding the incident.